Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a lesion. It was reported that stent dislodgement occurred in vivo during delivery to the lesion. The dislodged stent was removed using a snare. No further patient injury was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. A kink was evident to the hypo-tube. The stent was not present on the balloon and did not return for analysis. The balloon folds were partially expanded. It was not possible to confirm the presence of crimp impressions due to the open balloon folds. No other damage evident to the remainder of the device. Correction: h.8. Usage of device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.